Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2021).

Event description:
It was reported that four years five months post port device placement via the right subclavian vein, the port allegedly unable to flush. It was further reported that the needle was re-punctured and tried again but the device could not be aspirated or infused. The device was removed off the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI was returned for evaluation. Gross visual, microscopic evaluation and functional testing were performed. The investigation is inconclusive for the reported difficulty in flushing and suction issues as the exact circumstances at the time of the reported event are unknown and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm this event occurred under clinical conditions. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately four years five months post port device placement via the right subclavian vein, the port was allegedly unable to flush. It was further reported that the needle was re-punctured and tried again but the device could not be aspirated or infused. The device was removed off the patient. The procedure was completed using another device. There was no reported patient injury.